Event description:
It was reported that the closure device detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient. After deploying the closure device, it became detached from the core wire of the wds. The closure device was in an acceptable position and the physician chose to leave the device in the patient. The procedure was completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred.